Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device alarmed. No specific issue was provided. There was no patient involvement.

Manufacturer narrative:
Additional information: problem statement updated. (B)(4)..

Event description:
It was reported to philips that the device alarmed. The device cannot shock. There was no patient involvement.